Event description:
A healthcare professional reported that the system's voltage was rising to fast during a refractive procedure. The procedure was completed without consequences or impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).